Event description:
It was reported that the patient implanted with this right ventricular (rv) lead developed an infection. Subsequently, the entire system was explanted, which includes the pacemaker and the right atrial lead. It was noted that while extracting this lead, the anode coil extended to greater than 5 centimeters, creating additional steps to extract the lead, which was successfully removed. No additional adverse patient effects were reported. This device is not expected for return.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.